Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/18/2015 with the following findings: the pump's black box data from the time of the alleged event has been overwritten due to continued use of the pump. A review of the current black box data shows no evidence of power issues. The battery cap had damaged threads and was unable to securely attach to the pump. The battery compartment was cracked above the bumper at the battery compartment threads. The pump was run on a 24 hour basal program using with no intermittent power occurrences. Unrelated to the initial allegation, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.